Event description:
This is filed to report incomplete coaptation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet. It was noted that imaging was difficult due to the anatomy. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported image resolution poor was associated with difficult imaging. The cause of the reported incomplete coaptation (intraprocedure) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.